Manufacturer narrative:
B3: event date unknown g4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed the dose connector damaged. Event history logs confirmed a ¿high alarm displayed: downstream occlusion¿ alarm message occurred. Functional testing was performed and the device passed all tests; however, the occlusion alarm occurred when connected to a cassette provided by the customer. The root cause was determined to be a defective downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a high pressure alarm. It is unknown if there was patient involvement. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. Additional information received; event date updated.